Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys ige ii immunoassay (ige ii) on a cobas 6000 e 601 module. Three aliquots were made from the patient sample with results of 0.816 iu/ml, 138 iu/ml and 141 iu/ml respectively. Each aliquot was repeated with results of 140.4 iu/ml, 137 iu/ml and 135 iu/ml respectively. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The ige ii reagent lot number was 31318701 with an expiration date of 30-sep-2019.

Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue is not suspected. No issues were identified during a review of the alarm trace. The investigation did not identify a product problem. The cause of the event could not be determined.